Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported patient presented in clinic for a follow-up prior to undergoing an unrelated procedure. During routine device interrogation; mode switch dated (B)(6) 2018 that was consistent with atrial lead noise with an event duration of twelve seconds was noted. Patient reported no symptoms. No programming changes were made. Patient was stable and will continue to be monitored.